Event description:
It was reported that the patient never had therapeutic effect. The patient was reportedly having ¿problems with her device¿ and the problems were indicated to have happened immediately after implant. The patient reportedly fell in july or august of the previous year. Since the fall, the device had not been working and the implantable neurostimulator (ins) had also ¿slid down¿. Additionally, the patient had to have it at 1.4v before she even started feeling it. It was noted that the problems just kept getting worse. An x-ray was taken and the healthcare provider (hcp) stated that the ins was ¿sitting too low for some reason and believed it happened when the patient fell¿. If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0891b, implanted: (B)(6) 2013, product type: lead. (B)(4).